Event description:
During revision surgery of pt's left knee, it was discovered that her articulating surface prosthesis was fractured and in 2 pieces. The articulating surface was removed and replaced with another.